Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis es medstation printer at mdvhosp was observed printing continuous, unreadable characters (gibberish) when generating reports. Based on prior incidents and known behavior, the issue was determined to be consistent with a printer driver malfunction. Similar occurrences had previously been noted following windows operating system updates, which were found to impact printer driver compatibility and functionality. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, printer at mdvhosp was observed printing continuous, unreadable characters (gibberish) when generating reports. Based on prior incidents and known behavior, the issue was determined to be consistent with a printer driver malfunction. Similar occurrences had previously been noted following windows operating system updates, which were found to impact printer driver compatibility and functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer printing as gibberish. A field service engineer repaired the printer to resolve. The system functioned as intended after the field service engineer repaired the device.